Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, leakage at tubing replacement of the prosthesis. No harm to user.

Event description:
Additional information indicated the device was implanted in (B)(6) 2014 and removed on (B)(6) 2018 due to leakage and there was no fluid in the reservoir system.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the additional patient information, explant date, and event information. A touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed abrasion on the longer exhaust tube and inlet tube of the pump, exhaust tube of cylinder 2 and detached inlet tube. The detachment end of the shorter exhaust tube shows the surfaces to be rough and irregular, indicating stress was exerted. Monofilament was pulled at the detachment end. Partial separations surrounded by abrasion were noted on the exhaust tube of cylinder 2. Testing revealed these to not be a site of leakage. Microscopic examination of the detachment end of the exhaust tube of cylinder 2 revealed the surfaces to be rough and irregular. A separation was noted in the inlet tubing near the strain relief. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular. A group of partial striations was noted on the inlet tube of the reservoir, indicating contact with unshod instrumentation. Testing revealed this to not be a site of leakage. No functional abnormalities are noted with the pump, either cylinder or detached tubing. Based on previous quality simulations and examination of the returned product, quality concluded that the abrasion marks noted on the tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning may then have caused excess stress to the exhaust tube of cylinder 2 to separate the site while in-vivo, as indicated by the rough and irregular detachment ends. A separation of this type would then allow the loss of fluid, making the device inoperable. The observed instrument damage on the reservoir inlet tube most likely occurred subsequent to the device packaging being opened. As unshod instrumentation appears to have been used, this most likely contributed to the stress to result in the separation noted on the inlet tube near the reservoir strain relief. Due to the instrument damage noted, quality is unable to determine if the separation noted on the inlet tube of the reservoir was a failure site prior to explant. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.